Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm and the system controller overheating was not confirmed. A review of the submitted controller event log file spanned approximately 16 hours (27jan2026 at 19:39:45 ¿ 28jan2026 at 11:56:09 per time stamp). The controller¿s internal temperature ranged from 39 - 45 degrees celsius while operating the pump, which is within the expected range. Design input requirements detail the controller case should not exceed a 10 degrees celsius temperature rise under maximum output conditions. The internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. There were no notable alarms active in the log file. A review of the submitted controller periodic log file spanned approximately 12 days at 1-hour intervals (17jan2026 ¿ 28jan2026 per time stamp). The controller temperatures were within the normal range. There were no notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis. The provided information stated that the patient heard six beeps on 27jan2026 with no correlating alarm. There was nothing on the patient's controller or alarm history. They reported that the controller was occasionally getting hot to the touch. Additional information provided stated that the beep resolved, and they cleaned all contacts. The patient choses to wear their equipment in vad compatible shorts, under their normal clothing. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all system controller alarms. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). The device history records were reviewed were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had six beeps on (B)(6) 2026 with no correlating alarm. There was nothing on the patient's system controller or alarm history. The patient stated that their controller occasionally was extremely hot to the touch. The log files were submitted for review. There were no unusual events recorded in the log file event history. The random beeping may have been caused by brief weak connections between the batteries and battery clips. The beeping sounds did not reoccur after cleaning batteries and battery clips to ensure strong connections.